Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed sepsis with (B)(6). The implantable pulse generator (ipg) system was extracted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.